Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 08/22/2018 patient contacted and indicated he was implanted in (B)(6) 2016 and then experienced pain, loosening and numbness and was revised due to this in (B)(6) 2016. Doi: (B)(6) 2016.